Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with unknown blood glucose. The customer¿s blood glucose was 230 mg/dl at the time of incident. The customer experienced symptoms such as nausea and vomiting. The customer also reported that they receive calibration not accepted alert and change sensor alert. The customer also stated that they were using the auto mode feature. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.